Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reporting using cartridges for 4-5 days, and reported observing pooling of insulin on infusion site adhesive. Tandem technical support informed customer that cartridges filled with novolog insulin should be changed out every 2-3 days per the user guide. Customer will reportedly change pump supplies to address the issue. Customer's blood glucose was 302 mg/dl at time of alarm.